Event description:
The customer reported that the device turns on but there are no voice prompts. The reported problem was found during routine device inspection/testing.

Manufacturer narrative:
The device is being sent to physio-control redmond for evaluation. Physio-control will submit a supplemental report on this event.